Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded, discolored and difficult to read. The audible tone function was unresponsive. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test screen was inserted and was found to function properly. During testing, the audible tone did not respond; a failed electrical connection was found in the audible alarm circuit. Unrelated to the display and audible tone issue, evaluation revealed that the battery compartment was cracked and the battery cap had stripped threads. The battery cap was not able to be tightened due to damaged cap threads and battery compartment crack. A power loss was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).